Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) ranged from 25-209 mg/dl. Customer consumed carbohydrates to address bg level. Although requested, contact declined to upload the pump for tandem technical support to investigate further. Reportedly, customer continued to use pump for insulin therapy.